Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that at implant, this implantable cardioverter defibrillator (ICD) exhibited a decrease in battery voltage after a capacitor reform test. The charge time during the capacitor reform was normal. It is normal behavior for the device's voltage to drop following a capacitor reform. The voltage prior to the capacitor reform was normal and 2 days post implant, the voltage increased. The device remains in service. Subsequently, this ICD was received at our post market quality assurance laboratory. Upon completion of analysis, this report will be updated.